Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level 541 mg/dl with large ketones. To address the elevated bg level, the contact delivered a manual injection. Reportedly, the contact was concerned that the pump had not recorded the customer's bolus, and requested tandem technical support to verify the bolus taken by the customer while at school. Review of the pump bolus history showed that there was no bolus entries or requests made by the user on the reported date. However, the customer consumed two meals without delivering bolus to compensate for the meals. The contact acknowledged the information and confirmed that a bolus had not been entered or delivered by the customer from 6:44 am to 4:10 pm.